Manufacturer narrative:
B3 - date of event: the date indicated is an approximation as the exact event date was not provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 895280a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 895280a and test base part number 195-430wjr/ lot 895280. The lot met the required release specifications. A review of the complaints reported false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 895280a showed that the complaint rate is 0.00101%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to patient sample.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on unknown dates. This manufacturer's report addresses test two (2) of two (2). No information was provided on how the patient knew they were infected with covid-19. No additional information, including patient treatment and outcome, was provided.

Event description:
The consumer reported two false negative results with the binaxnow covid-19 antigen self-test performed on unknown dates. This manufacturer's report addresses test two (2) of two (2). No information was provided on how the patient knew they were infected with covid-19. No additional information, including patient treatment and outcome, was provided.

Manufacturer narrative:
B3 - date of event: the date indicated is an approximation as the exact event date was not provided. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.